Manufacturer narrative:
Five (5) samples were received for evaluation. A visual inspection with the naked eye was performed and one sample had a green cap that was not positioned on the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring cap) of an amia automated pd cycler set was ¿removed¿ (detached) from the patient line. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.